Event description:
Allergic reaction to latex gloves worsened to the point where rptr was removed from regular job and sent out on workman's compensation for three days, then had to take a job as a janitor.